Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yakkanti rr, greif dn, berge djv, robinson rp. Survival and performance of a dual tapered-wedge fully ha-coated press fit femoral stem. Arch orthop trauma surg. 2022 mar 3:1¿11. Doi: 10.1007/s00402-022-04393-6. Epub ahead of print. Pmid: 35239021; pmcid: pmc8892108. Objective and methods: authors performed a retrospective review of total hip arthroplasties performed from 2010 to 2018 utilizing a corail-like collarless ha-coated competitor stem. Patient demographics and hhs/ohs/patient satisfaction scores, and x-rays evaluating stem subsidence, radiolucencies, and bone response were obtained. Competitor stem and heads were paired with¿depuy pinnacle with marathon liner, or one of two other competitor ingrowth cup with polyethylene liner solutions. Results: the competitor stem results were determined to be good, but there were issues with proximal femur bone fractures, as well as proximal radiolucencies progressing to aseptic loosening. With the exception of the following complications noted below, none of the other adverse events identified in the article related to the depuy products utilized. Complications impacting depuy products: 2: cases of progressive radiolucencies leading to aseptic loosening of the femoral component, as a possible consequence of abnormal polyethylene wear of the depuy marathon liners (3.5 mm and 5 mm polyethylene wear asymmetry identified).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in provided evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. An implant wear condition cannot be confirmed by attached xray images. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.